Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that it was the fifth time her daughter experienced high blood glucose levels after they changed the infusion set. Customer's blood glucose level was 466 mg/dl. She met with her doctor and they came to the conclusion the issue was the infusion sets. Troubleshooting was not performed. The device was not returned.